Manufacturer narrative:
Device received with cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an cracked screen. The customer¿s blood glucose level was 112 mg/dl. Customer states the screen on pump got messed up and it gives basal rate and can¿t read. The customer was assisted with troubleshooting and customer had cracked screen and was unsure how damaged occured. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.